Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# 0215218933, implanted: (B)(6) 2019,explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 07-mar-2020, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen (unknown dose and concentration) via implanted infusion pump. It was reported that during a normal pump replacement for eri (elective replacement indicator), the catheter looked like the external layer was falling apart. It was not possible to disconnect the catheter from the pump. The pump segment of the catheter was changed. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of report. The patient's age, weight, and medical history were asked, but would not be made available. The patient's status was alive - no injury.